Manufacturer narrative:
Evaluation results - the device history and sterilization records were reviewed and found to meet specifications; no anomalies were found. The device was visually inspected and found to have a few scratches on the can and was discolored at the upper septum. The ipg passed communication testing with the patient programmer and lab charging system. The ipg also passed functional testing. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed all functional tests. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2010, the patient was implanted with a scs system for bilateral leg and lower back pain. On (B) (6) 2010, it was reported that the patient experienced severe headaches when the ipg was turned on. The patient stated that she did not receive the desired outcome from the ipg and the device was explanted.